Manufacturer narrative:
(B)(4). This is a report of a use error, where the supply bag fell and became disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue. This occurred during dwell four of six of peritoneal dialysis therapy. The patient stated that one of the solution bags fell off the table and onto the floor, resulting in the bag disconnecting from the line. The patient stated they would perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.